Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During follow-up, a high capture threshold was observed on the right ventricular (rv) lead. Diagnostic imaging was performed and revealed that the rv lead had perforated the myocardium. The rv lead was explanted and replaced to resolve the cardiac perforation. The patient was in stable condition following the procedure and there were no adverse consequences.